Manufacturer narrative:
The devices were not returned for evaluation. Images were not provided. Medical records were provided and reviewed for both investigations. Both investigations are confirmed for filter tilt, perforation of the ivc, retrieval difficulties and material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced a difficult removal, malposition, material deformation and a patient device interaction problem. This information was received from various sources. All malfunctions involved patients without consequence. The patients included a (B)(6) female without weight provided and a (B)(6) female without weight provided.